Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 139.5 cm from the proximal end. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly was kinked. If the device is forcefully advanced against resistance, damage such as a kink may occur. Resistance was encountered as the kink in the smart coil pusher assembly was attempted to be advanced through its introducer sheath and the smart coil could not be advanced any further. The root cause of the initial resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in right internal carotid artery- posterior communicating artery (ic-pc) using penumbra smart coils (smart coils). It was noted that the patient¿s anatomy was slightly tortuous. During the procedure, the physician placed six non-penumbra coils and four smart coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a smart coil out of its introducer sheath and the hub of the microcatheter, the smart coil was stuck inside its introducer sheath and would not advance; therefore, it was removed. The procedure was completed using two additional smart coils and four other coils. There was no report of an adverse effect to the patient.